Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product remains in the possession of the hospital.

Event description:
Surgical intervention was performed and insulation damage was visually confirmed near the area of the clavicle first rib area. The lead was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedances and oversensed noise. A lead fracture was suspected. No adverse patient effects were reported. All available information indicates that this lead remains in service.